Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent jjgc.

Event description:
Os 112719 the dentist reported that 4 months after the dental implant was installed in intraoral region #30 it was verified its non osseointegration. Forty-five ncm of primary stability was achieved and immediate load was not executed. Patient presented bone type iii.